Manufacturer narrative:
The insulin pump was received with no button response due to corrode keypad traces. No button error alarm during testing. The insulin pump was unable to perform displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's wife reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 380 mg/dl. Caller was not a hipaa contact. Caller was advised to have customer called in order to process insulin pump replacement.